Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative was on site and stated that the error log showed the inop was caused by an inspiratory flow sensor voltage fault. A replacement gas delivery engine was installed into the unit tested and is meeting company specifications. The suspect component was sent back to carefusion's failure analysis lab and is awaiting device evaluation. In the event additional information becomes available, a follow-up report will be submitted.

Event description:
The customer stated this unit was placed back into service on (B)(6) but then had a vent inop alarm the next day when being checked out prior to patient use. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty gas delivery engine and was able to isolate the issue to the trans communication assembly board having a connector not fully seating causing the inspiratory flow sensor voltage alarm and an "inop" condition.